Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device failed accuracy testing. The product fault occurred during testing.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a contaminated dso and uso sensor. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem, the device over delivered. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.